Event description:
On (B)(6) 2014, our affiliate was notified by email by a patient reporting that she had a corneal ulcer. She states she inserted new lenses (B)(6) 2014. She states the following day, she fell asleep in the sun for about 20 minutes while on holiday out of the country. She states her eye felt dry when she woke so she sent to her room to remove the lenses. She states her eye was increasingly painful, red and tearing as the evening continued. The next day, the pain increased and she reports severe photophobia. The patient went to a pharmacy and the pharmacist told her she had a "severe eye infection" and provided tobral drops. She reports the pain was resolved the next day and the symptoms resolved over 3 to 4 days. She states that she returned home and her eye still not feel right. She inserted a pair of lenses and removed them after an hour because she could not see well and her eye felt dry. On (B)(6) 2014 she went to her optician. The optician told her that her eyes were dry and that she "had a severe infection which had caused an ulcer leaving a small scar on my (left) eye". She states she was told the scar would leave a permanent mark though not visible to the naked eye and that her os may be more photosensitive. Contacted the optician and a superior 2mm scr was noted os. The patient complained of photophobia and had no loss of visual acuity. This case is being reported as a serious injury as the reported symptoms are consistent with an infectious corneal ulcer. A device history review was performed. The batch record did ot show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l002d2l was manufactured under normal conditions.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.